Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler did not clamp or fire. The site converted to open surgery and completed the procedure with no reported injury.

Manufacturer narrative:
The sureform (sf) 60 stapler has been returned and evaluated by the failure analysis (fa) team. Fa did not confirm or reproduce the customer reported complaint. The instrument was placed and driven on the in-house system and passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sureform 60 blue reload two consecutive times. Visual inspection was performed, and no damage was observed. Additionally, the instrument logs were thoroughly examined, indicating no instances of clamping or firing failures associated with the instrument. The sureform 60 stapler blue reload has also been returned and evaluated by the fa team. Fa did not confirm or reproduce the customer reported complaint. The reload was effectively deployed using the specific stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues.

Event description:
Refer to h10/h11 for follow-up information.